Event description:
A customer reported experiencing an altitude alarm, which prevented her from changing her insulin pump cartridge. There was no adverse impact to the customer's blood glucose level. Before contacting technical support, the customer reset her pump but did not proceed with loading the new cartridge. With technical support assistance, she successfully loaded a new cartridge without receiving another alarm. The customer resumed insulin delivery while on the line with technical support, who also provided tips on preventing altitude alarms and post-reset instructions. There was no need to replace the cartridge, as the pump resumed normal operation.